Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urgency frequency/ urge incontinence. It was reported by an advanced evaluation patient that they had been in the hospital. The patient also mentioned that they were unsure if the device was working for them and whether they should move forward with stage 2 at this time. There were no further complications reported.